Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device . Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that vns pt's device showed high lead impedance during diagnostic testing at an office visit. It is unk when the pt's device diagnostic tests were last within normal limits prior to this office visit. It was indicated that the pt was punched in the chest near the generator with a binder. The pt is still able to perceive stimulation and continues to experience voice alteration with stimulation. The pt's device was not programmed off per physicians discretion. It was also indicated that the pt has been experiencing an increase in seizure activity. It is unk if the increase was above pre-vns baseline level. The increase in seizure activity is believed to be a result of loss of therapy from the high lead impedance event. X-rays were taken of the pt's device and sent to the manufacturer for review. A lead fracture was identified in the neck region of the device, distal to the anchor tether, which is believed to have caused the high impedance event. The pt is being scheduled for revision surgery. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.